Manufacturer narrative:
The product was returned for evaluation. A visual inspection of the mlx light source found customer applied labels and nicks and scratches on the external panels. The wolf-port was burnt around the opening and the rear panel of the chassis was dented in below the power entry module. Internal inspection found the heat extended mirror was out of its holder and loose in the unit. The mirror itself was chipped on the corners. The back of the attenuator shield was burnt. Functional testing found the unit powered "on" and the lamp ignited. The root cause is due to the impact to the mlx light source that dented the rear panel causing the heat extended mirror to detach from its holder. This condition caused the full light intensity to penetrate through the turret. The reported complaint was confirmed. Breakage due to mis-use rough handling; user error. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2019, the 00mlx mlx 300w xenon lightsource (luxtec) had burn marks around the wolf setting and melted a headlamp cord. It is unknown if there was any patient contact, injury or surgical delay. Request for additional information has been sent.